Event description:
It was reported to nova biomedical that a consumer made two visits to the emergency room after receiving higher than expected on her blood glucose meter. The consumer administered an unk amount of insulin based on these results in each event. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. It is unclear if the consumer performed a control solution test for integrity before use their initial test strips as instructed in out directions for use. The meter will be returned for evaluation, the test strips were discarded by the consumer and will not be returned.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.